Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sensing issue could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-00878. During follow-up, an episode of non-sustained ventricular tachycardia due to noise on ventricular channel was noted. Further testing was performed and the noise could not be reproduced. In addition, noise on the atrial channel was noted. No further intervention was performed at this time. The patient is stable and will be monitored.